Event description:
It was reported that the ilet pump¿s display screen cracked after the user sat on the device, resulting in a nonfunctional and unresponsive screen; a replacement was arranged and education was provided. Symptoms included no injury. Outcomes included no alerts or alarms and continued therapy interruption due to an unusable screen. Investigation included initial troubleshooting and user support. Investigation of this case revealed physical damage to the display component consistent with user-applied mechanical force, resulting in loss of screen functionality while other device functions were not assessed due to the display failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.